Event description:
The facility representative reported "flow rate too high" during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. During a phone conversation with the customer, the following additional information became available: the customer reported they were getting out of specification results when they were testing this device using a fluke ida 4 plus tester (infusion analyzer). The readings were at the high end of their specifications indicating a potential overdelivery.

Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.